Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that his one touch ultra meter was reading inaccurately. The complaint was classified based on the customer care advocate's (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. On an unspecified date/time, the patient reported obtaining blood glucose readings of "157, 185, and 200 mg/dl" with the subject meter, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20%. As a result of the alleged inaccuracy, the patient claimed he took an increased dose of metformin; however, it is not known when or how long this action was taken. One week after the issue started,the patient stated he developed symptoms of feeling sweaty, shaky and dizzy. The patient denied receiving medical treatment. At the time of troubleshooting, the customer care advocate (cca) noted that the subject meter was not set to the correct code number. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.